Event description:
Balloon catheter was in a pt's grafted artery and would not deflate. The pt went into ventricular tachycardia and was shocked successfully; the balloon finally deflated. Charge nurse (cn) was waiting for some reply from the co and more info from dr #1. Cn realizes now (11/96) that she should have called risk management immediately. Unfortunately, the product was discarded at the time of the incident. After clinical review, including consultation with physician #1, the situation does not appear to be the result of an operator error. Pt experienced no negative outcome as a result of this event. This situation has not occurred in the past. On 11/6/96 dr #2 had a similar incident with a balloon in a renal artery. The balloon was the same model as the one involved on 7/24, called symmetry. Cn informed the MFR's rep, who told cn she had reported it to co. Dr.#2's case had no untoward effects; they finally deflated the balloon. The product was saved